Manufacturer narrative:
Additional initial reporter phone no. Is +(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (blue tip) and the main body of the minicap transfer set; further described as ¿the head of the transfer set was detached from the whole body of the transfer set¿. This was identified while disconnecting from peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d9: device avail. For eval? No (previously submitted as yes). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.